Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported when removing the cassette after peritoneal dialysis treatment the inside of the cassette door was wet. The patient was advised to discontinue the use of the cycler. Follow up with the patient indicates that the patient did not have or experience any complications as a result of the fluid leak. The liberty cycler set was discarded.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."